Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (50-60 mg/dl). Reportedly, the pump basal rate was set too high and needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. Customer addressed low bg levels with food.